Event description:
The metal tip of an electrohydraulic lithotripsyprobe came off during stone surgery in a pt's ureter. The loose piece was retrieved by the surgeon without difficulty. No pt problems were reported.